Event description:
(B)(6), rn injector called (B)(6) on (B)(6) 2014 to report the following: the pt was injected with a 1.5cc of radiesse on (B)(6) 2014 into the cheekbone area, a little in nlf and a little in the lower lip. When leaving the office the nurse injector thought that the pt was having allergic reaction to the lidocaine cream (1st use). The next day the pt traveled to (B)(6). The pt's left midface region was painful and swollen. The nurse injector instructed the pt to use warm compress and benadryl. Since the nurse injector was not able to evaluate the pt in-person, she asked the pt to go to her general practitioner, instead the pt went to the ER. Three days post injection, the pt had cellulitis and was prescribed benadryl, erythromycin and bioxin by the ER physician as well as warm compresses. On (B)(6) 2014 the pt reported to the nurse injector that there was numbness of the left face region. The cellulitis is improving. The nurse injector is concerned about the numbness. On (B)(6) 2014 (B)(6), rn injector spoke to the (B)(6) nurse, (B)(6), rn, bsn. (B)(6) inquired about the numbness. They discussed that when a dermal filler pt goes to the ER and the ER physician is not familiar with dermal fillers, sometimes a vasculare occlusion is misdiagnosed as an infection or cellulitis. It was also discussed that it is possible the there is also some compression of the infraorbital nerve or perhaps trauma from a needle stick injury to the nerve causing localized numbness. (B)(6) inquired as to whether the pt has any areas of sloughing of skin or skin breakdown and (B)(6) replied "no", the area was "just inflamed" but had improved greatly. (B)(6) stated that she will continue to monitor the pt. (B)(6), rn has been called at the dole aesthetics office to ask for follow up info but none has been provided.

Manufacturer narrative:
The device history record for reported radiesse lot was reviewed. All required testing specification for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.